Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and found the rotor stopped during the 3d scan. The representative reported that restarting the 3d image acquisition restored functionality of the imaging system. A system checkout was performed and the hardware and instruments passed the system checkout. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion case, the 3d scan on the imaging system stopped during image acquisition and a noise was heard near the control board level during 2d and 3d. The procedure was completed with the use of imaging. There was no delay to the procedure and no impact on patient outcome.